Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. In addition, the pump battery dropped from 85% to 55% suddenly. The pump battery later went up to 100%. The customer¿s blood glucose level was 103 (mg/dl) at the time of the event. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.